Manufacturer narrative:
D4 lot number - unknown. D6a if implanted, give date - exact date unknown. Two years prior to revision. H4 device manufacture date - unknown. H3 device evaluation - device not returned. Without the opportunity to examine the device, no conclusions can be drawn as to the cause of the screw breakage. Without lot identity, review of manufacturing records and lot specific complaint history was not possible. Two-year complaint history review found this to be the only report of this nature for any of the part numbers in the reform uniplanar screw family. The need for corrective action was not identified.

Event description:
It was reported that the patient underwent initial implantation some time in 2021. Subsequently, a revision procedure was performed on (B)(6) 2023, to address a broken pedicle screw. The screw broke within the central thread region. The proximal portion of the broken screw was removed, with the distal end being left in place. It was indicated that the patient had possible pseudoarthrosis. No additional information was available, and the broken piece of the screw is not available to return for evaluation.